Event description:
The facility reports the device has a broken door on pump 2. Details were not available regarding the set up of the infusion device. Information regarding whether or not the device was in use on a patient when the problem was found was also not available and no additional contact information was provided. The hospital representative stated they had no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
The device has been requested but has not yet been received. A follow-up report will be filed if additional information becomes available.